Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device's analog pcb assembly caused the internal hybrid layer capacitor (hlc) batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. This filter being electrically leaky caused the internal hlc batteries to deplete. One of the internal hlc batteries, designator bt3 on the analog pcb assembly had become damaged by filter, designator fl9 being electrically leaky, and its upper cell had leaked electrolyte at the negative end. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device showed a charge-pak and attention icon in the readiness display. During device evaluation, physio-control observed that the device would not remain powered on to charge and shock defibrillation energy. There was no patient use associated with the reported event.